Event description:
A call to technical services on (B)(6) 2011 states that rep has a clinic, internal medical associates in bloomington, indiana, that it having a hard time qettinq paceart to find and upload patient files and pdfs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)